Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was greater than 541 mg/dl with moderate ketone levels; cause was due to an occlusion. The customer administered a manual injection, delivered a correction bolus via pump, and performed a supply change to address bg level. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Reportedly, the issue was resolved after performing a supply change.